Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU): warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (B)(6) 2017. The physician then performed a hysteroscopy and noted a perforation on the "left portion of the fundus." There was no injury to the bowel. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
An analysis was conducted on the controller returned to us ((B)(4)). The controller passed all phases of testing which includes all programmed radio frequency energy delivery modes. Additionally, a thorough review of the manufacturing records indicates the controller was tested and met functional requirements upon initial release to distribution. The novasure disposable device is not being returned. Internal reference complaint#: (B)(4).